Event description:
It was reported that an artificial urinary sphincter (aus) was previously explanted due to recurring incontinence and erosion of the cuff. The balloon and control pump were retained. At a later date the remaining components were removed and the entire device was replaced. There were no additional patient complications reported.